Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia above 300 mg/dl after discovering a bent cannula and performing a site and supply change with a 23-inch teflon 6 mm inset infusion set; algorithm review showed a downward trend with approximately 5.81 units of insulin on board, and follow-up confirmed continued decline in glucose to 285¿280 mg/dl without alarms. Symptoms included hyperglycemia. Outcomes included clinical management through monitoring and troubleshooting without hospitalization. Investigation included review of synced device logs and algorithm steps with user education on insulin on board and expected time to effect. Investigation of this case revealed that the device delivered insulin as intended following the site change, the algorithm modulated dosing appropriately, and no device alarms or malfunctions were identified; the initial hyperglycemia was consistent with infusion site/cannula disruption, though the precise cause remained unclear. It was concluded, based on established patterns in similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.